Event description:
It was reported that in june 2007 the pace/sense portion of the lead had been capped and replaced due to oversensing and "questionable failure". It was later reported that there was lead failure. Follow-up indicated that there was high svc impedance greater than 200 ohms noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.